Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the severely tortuous right subclavian artery. A 6.0 x 20/135 sterling balloon catheter was advanced and inflated to 6atms. During the second inflation a balloon rupture occurred at 10 atms. The balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned sterling balloon catheter revealed there was dried blood and contrast in the inflation lumen and balloon. When positive pressure was applied with the inflation device, a stream of water emitted from a pinhole in the balloon located 4 mm from the proximal side of the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the (B)(4) markers that could have contributed to the damage. There was no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in the severely tortuous right subclavian artery. A 6.0 x 20/135 sterling balloon catheter was advanced and inflated to 6atms. During the second inflation a balloon rupture occurred at 10 atms. The balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.